Manufacturer narrative:
The reported event of discolored/corroded iui connectors was confirmed after a review of the site visit report. . No definitive root cause was determined for this issue, however based on report of pdi super sani cloth wipes being used it does appear to be unapproved cleaning techniques. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported discolored/corroded iui connectors. There was no patient involvement.